Manufacturer narrative:
One device was returned for repair. Service history review found no relevant history. Unable to confirm customer complaint of error 41541 message. Event history confirmed error code. Unable to replicate error code. Cleared error code and performed product validation and accuracy testing. Passed accuracy test at 20.8ml, product validation testing and self-test. Updated software.

Manufacturer narrative:
B3: unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the device had error 4151 message. There was unknown patient involvement.